Manufacturer narrative:
Reason for reoperation: deflation. Visual analysis of the returned device identified flat creases, wear abrasion, and more than three openings. A leak test was performed which identified openings. A microscopic analysis was performed which identified one sharp crease opening and more than three openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. More than three openings striated assessed as surgical damage.

Event description:
Patient reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.